Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
It was reported that the doctor removed bone fragment posterior had to remove poly, placed another of the same size. No x-rays, chart stickers, patient done elsewhere.

Manufacturer narrative:
An event regarding revision due to patient factors involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: not performed as a lot ID was not provided. -complaint history review: not performed as a lot ID was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided however there is no evidence that the event was material or manufacturing related. Further information such as return of the device, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the doctor removed bone fragment posterior had to remove poly, placed another of the same size. No x-rays, chart stickers, patient done elsewhere.